Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. Mastopexy has been performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported event of rupture was received on october 01, 2024, with lot number 3086485. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. Mastopexy has been performed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.